Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that from the day of the implant procedure to the day following implant, the physician suspected the cardiac resynchronization therapy defibrillator (crt-d) was pacing in right ventricular (rv) pacing mode, instead of an expected biventricular pacing configuration. The physician reprogrammed the crt-d to biventricular pacing mode with the automatic rate adaptive programmed off. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.